Event description:
Contact reported post-op breakage at s1. Device was implanted approx 7 months ago, and the pt did not fuse. Surgeon revised case. As a result, an MDR is being filed.

Manufacturer narrative:
The devices were retained by the customer and are not available for evaluation. Reviews of the device history records cannot be performed as the lot codes are unk. A definitive cause of the event cannot be determined at this time.